Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening when locked. It was reported that the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure, treating mr of grade 4+. The clip delivery system (cds) was advanced into the patient anatomy and the leaflets were grasped for clip deployment. The lock line was removed without difficulty and the clip lock was tested a second time. The clip started to open. The clip was closed and then the arm positioner was turned to neutral. The clip stayed closed. The clip was deployed and the procedure was completed. The mr was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the difficulty to establish final arm angle (faa) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.